Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display, frozen screen or missing segment/partial display anomaly noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer blood glucose level was 179 mg/dl. Customer stated that they got a blank screen and no symbols above but when they presses the act button the symbols for the battery , reservoir, and time come up. Customer had gone frozen display and had removed the battery. Customer states the insulin pump was neither dropped nor bumped. The device will be returned for analysis.